Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of small intestine resection, the surgeon clamped the tissue and started pushing the plastic knob, however could not fire the device. They removed the cartridge from the instrument, however the cartridge got to pieces. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.